Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned drop confirms push pin is broken off the device. The push pin was returned with the device. The device was manufactured in 2013. The device exhibits signs of significant wear and usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the drop is broken. Fault in device was noticed after the procedure. Procedure was finished with the same device. No delay or harm to the patient was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.